Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 (mini drawer) has several pockets failed as "device not detected on bus". The field service engineer found that mini drawer 4 was not detected on the bus due to improper seated bus cable and mini-drawer 4.7 was not opening properly, indicating a malfunctioning mini-engine. The bus cable was then reseated by the service engineer, allowing mini drawer 4 to be detected. Further diagnostics revealed that mini-drawer 4.7 was not opening properly, leading to the replacement of the mini-engine. The application was started, and the customer recovered the failed mini drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4 several mini pockets had failed and device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.